Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was stated that during servicing the single roller pump/hl 20 displayed a "head" error. No patient involvement. (B)(4).

Manufacturer narrative:
Field safety technician was sent for investigation and found defective motor board and optical tacho board. According to service order# (B)(4) the mcp00915301#motor control board rpm (701007759, sn (B)(4)) and mcp00962701#optical tacho kit rpm (701020599, sn (B)(4)) have been replaced. Functional check as per the service manual has been performed. Check passed. The affected boards have been requested for further investigation in manufacturer`s laboratory (life cycle engineering). A supplemental medwatch will be submitted after receipt of further information.

Event description:
(B)(4).

Manufacturer narrative:
The optical tacho board (mcp00962701#optical tacho/ 701020599)has been investigated in manufacturer`s laboratory (lce - life cycle engineering). The lce investigated as follows ((B)(4)): visual inspection, functional check and stress test have been performed. The reported head error could not be reproduced. During visual inspection it has been detected that the 5v connector has been soldered as consequence of a broken wire. Therefore the optical tacho board cannot be reused and has to be replaced. Most probable root causes: - communication problems due to the soldered connection. - not or wrong connected plug of the tacho board at the motor control board .- faulty evaluation of the tachometer signal of the pump. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
(B)(4).